Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was not confirmed. Device history review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review determined that there were no similar events reported for the lot. No product/photographs were returned for analysis, the reported event could not be confirmed. No further investigation for this event is possible at this time. If devices and/or additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the inner packaging was damaged. The outer one was fully undamaged.

Event description:
It was reported that the inner packaging was damaged. The outer one was fully undamaged.